Event description:
It was reported to boston scientific corporation on march 17, 2020 that a light trail single use 270um laser fiber was used in a procedure performed in (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was broken approximately one meter from the connector. The procedure was completed with another light trail single use 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as it was reported to have occurred in (B)(6) 2020. Problem code 1069 captures the reportable event of fiber broke. Investigation results: the returned light trail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured approximately 126.4 cm from the top of the connector to the break. The second piece measured approximately 183.1 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 6 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken during the procedure, likely as a result of handling of the device as it interacted with the scope. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as it was reported to have occurred in , 2020. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 17, 2020 that a lighttrail single use 270um laser fiber was used in a procedure performed in (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was broken approximately one meter from the connector. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.